Event description:
The customer reported that a pt monitor fell after the bed rail hook broke. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a pt monitor fell after the bed rail hook broke. No pt harm was reported. Based on the available info it is being considered that the fall was an unexpected event. Pt harm/serious injury can be the result of an unexpected pt monitor "fall". Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.